Manufacturer narrative:
Concomitant devices were unknown. When the 6.0x15mm aviator + was taken out of the package, it was noted that 5.0x25mm was written on the hub. The outer box and inner sterile packaging had the same labeling. The device was not used in the patient and was exchanged for another aviator + to successfully complete renal artery stenting. A non sterile box for an aviator + 6.0mmx25cm was received inside a pouch. This box was received opened in the "open here" section and inside was found the pouch. Inside of the pouch, which was received open as well, was found the aviator + catheter with ID band 5.0mmx25mm. The product was not used and it was confirmed that the aviator plus catheter with ID band 5.0mmx25mm did not match with the labels of the box and pouch, which were labeled as aviator plus 6.0mmx15mm. No other anomaly was observed in the returned device. An attempt to inflate the balloon was done using an indeflator to measure the length and diameter of the balloon in order to confirm if the device was labeling incorrectly. The product was measured and it matched with the ID band of the product, 5mmx25mm and it did not match with the box/pouch labels 6mmx15mm. Investigation done at subassembly level reflects no discrepancies or no non-conformances regarding mixed components detected during manufacturing process. The description of this lot match with the pieces found mixed on lot# 15085677 led to conclude that was at this point the mixing issue occurred. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The previous lot 15085671 with description ca aviator plus 7.0x15 142cm was reviewed and no anomalies that could be related to this failure were found. However, the subsequent lot 15084504 with description ca aviator plus 5.0x25mm matches with the description that was found in the customer complaint. In addition corrections on scrap qty were done in the router sheets for the lots 15085677 (affected) and 15084504 (subsequent) and this is considered potentially related to this failure. The labeling incorrect reported by the customer was confirmed. The cause of the reported complaint appeared to be related to the combination of two factors, an operator error due to an inadequate/improper scrap material segregation/reconciliation and a non-continuous flow in the assembly line. However, the aviator plus catheter assembly line has controls in place to inspect and verify this information in the ID band and the router sheet. Manufacturing issues appear to have contributed to this event. Risk assessment opened to address this complaint.

Event description:
When the 6.0x15mm aviator + was taken out of the package, it was noted that 5.0x25mm was written on the hub. The device was not used in the patient and was exchanged for another aviator + to successfully complete renal artery stenting. The outer box inner sterile packaging had the same labeling. The product and packaging was returned for analysis. Another aviator + was visually inspected, and there were no issues noted with the packaging. The balloon size was noted to be correct (6.0x15mm).